Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the error. The sys functioned as intended. If the x-ray tower is not properly placed into position, the x-rays blocked message appears. This may have been the reason for the error message and perceived malfunction. The sys was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.

Event description:
The ge oec 2800 uroview fluoroscopy sys displayed an x-ray blocked message and also reportedly displayed error code 60.